Event description:
The report from the affiliate indicated that three (3) months after the index procedure during the follow-up period coronary angiography was done. The space between the struts of the stent implanted in the proximal right coronary artery (rca) became spread and that the stenosis had progressed. Because the stenosis was noted to be less than 50% there was no intervention done. The physician's comment regarding the finding was that the fracture portion of the stent was right at the hinge point of the rca. Approximately six (6) months after the index procedure during the follow-up period coronary angiography was done. The space between the struts was noted to have become spread and the stenosis progressed. Because the stenosis was noted to be less than 50% there was no intervention done.

Manufacturer narrative:
The patient complained of chest pain and two (2) days later a diagnostic angiogram was done. The patient was found to have two (2) 75% lesions in the proximal/mid rca and the proximal/mid lad. Five days later the index procedure was done via the femoral approach. The target lesion was the proximal/mid rca. The lesion was reported to be: ostial and diffusely diseased. The lesion was pre-dilated with a bora plus hexcath 3.0 x 15mm at 10atm. A cypher 3.0 x 33mm stent (stent #1), two (2 each) cypher 3.0 x 23mm stent (stents #2 and #3), and a cypher 3.5 x 23mm stent (stent#4) were implanted at between 14-20 atm in overlapping fashion. No other details regarding the deployment were available. Post-dilation was done with a medtronic stormer 4.0x 10mm balloon on the cypher stent implanted in the mid rca with unknown pressure/time and at 20 atm at the stent in the proximal/ostial area. The proximal edge of the 3.5 x 23 mm stent was noted to spread like a trumpet due to 2mm of the device protruding into the aorta. Ivus was done and there was an area identified that the strut of the stent was spread out. Please note that device (lot # i1204017) is distributed outside the united states, however, it is similiar to the united states product. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.